Manufacturer narrative:
It was originally reported that the intellanav stablepoint open-irrigated catheter lot 0032476491 was received and analyzed. A correction medwatch is being submitted to reflect that the reported intellanav stablepoint open-irrigated catheter lot 0032476491 was not returned to bsc for analysis as the received intellanav stablepoint open-irrigated catheter did not match the reported lot number. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device a supplement medwatch will be filed.

Event description:
It was reported that the catheter was difficult to irrigate, and an occlusion detected error message presented. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Upon the first ablation attempt, the pump stopped, and an occlusion detected error message presented. The flushing line was inspected for any bends, but none were observed. An attempt was made to manually flush the catheter with a syringe but was unsuccessful. The catheter was replaced, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to irrigate, and an occlusion detected error message presented. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Upon the first ablation attempt, the pump stopped, and an occlusion detected error message presented. The flushing line was inspected for any bends, but none were observed. An attempt was made to manually flush the catheter with a syringe but was unsuccessful. The catheter was replaced, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory the intellanav stablepoint open-irrigated catheter was visually inspected, and no abnormalities were found. Functional testing showed that the catheters functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Irrigation testing observed that all irrigation ports flowed freely, no errors or pump messages displayed. Analysis determined that the device passed all testing and exhibited normal device characteristics. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that the catheter was difficult to irrigate, and an occlusion detected error message presented. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Upon the first ablation attempt, the pump stopped, and an occlusion detected error message presented. The flushing line was inspected for any bends, but none were observed. An attempt was made to manually flush the catheter with a syringe but was unsuccessful. The catheter was replaced, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.